Event description:
It was reported that the patient had an embolic stroke. There was no flow through the ventricular assist device (vad). A computed tomography (CT) scan was performed. Patient also had left side weakness/neglect. Patient was at home on hospice after explant. Log files observed low flow alarms starting on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
This event was determined to be a duplicate to manufacturer's report number: 2916596-2020-01615.

Manufacturer narrative:
Manufacturer's investigation conclusion: this event was determined to be a duplicate and is reported under MFR # 2916596-2020-01615.

Event description:
It was reported that the patient was explanted on (B)(6) 2020. The device will not be returned for evaluation. Additional information received from the vad coordinator 13apr2021 stated that it is believed the patient may have had an outflow graft obstruction but ultimately had a stroke. The explant was not associated with cardiac recovery. No information regarding if the device operated as intended. The device will not be returned for evaluation.